Event description:
It was reported that a cervical screw came out of the plate and went through the patients trachea and was spit out by the patient. Surgery was done to remove the second screw.

Manufacturer narrative:
Catalog# 48824014. Method: device history review; complaint history review; risk assessment; results: manufacturing files could not be reviewed due to lack of parts and lot numbers provided. Conclusion: the probable root cause is not determined.

Event description:
It was reported that a cervical screw came out of the plate and went through the patients trachea and was spit out by the patient. Surgery was done to remove the second screw.